Event description:
Prior to ptca procedure, a foreign material was found inside the manifold of the maverick2 monorail balloon catheter. The material appeared to be a chunk of plastic. The procedure was successfully completed using another maverick2 monorail balloon catheter. No patient injuries or complications were reported. Patient status is listed as "okay".